Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the systematic review indicates that both fenestrated and chimney techniques are attractive options for jaas treatment with encouraging outcomes. Related mdrs 1219977-2016-00080, 1219977-2016-00081, 1219977-2016-00082, 1219977-2016-00083, 1219977-2016-00084, 1219977-2016-00086, 1219977-2016-00087, 1219977-2016-00088, 1219977-2016-00090.

Event description:
Received an article titled "fenestrated and chimney technique for juxtarenal aortic aneurysm: a systematic review and pooled data analysis published in the scientific report. The article consisted of a comparison of nine fenestrated endovascular aortic repair cohort studies (f-evar) including 542 patients and eight chimney endovascular aortic repair (ch-evar) including 158 patients from articles published between 2005 through 2013. Per the article, 80 patients experienced endoleaks.